Event description:
Anaphylactoid [anaphylactoid reaction]. Bradycardia [bradycardia.] Patient had a vasovagal syncope episode [syncope]. Case (B)(4) is a serious, spontaneous case received from a physician in united states. Case initially reported as non-serious but upgraded to serious on 22-feb-2018. This report concerns a male of unknown age who experienced an anaphylactoid reaction, bradycardia and a vasovagal syncope episode during treatment with intra-articular euflexxa (sodium hyaluronate) solution for injection 1 %, unknown dose, once/single, for osteoarthritis from (B)(6) 2018. The patient received his first injection of euflexxa on (B)(6) 2018. It was reported that the patient experienced a vasovagal syncope episode on (B)(6) 2018 after being administered euflexxa. On follow up it was reported that the patient also experienced an anaphylactoid reaction and bradycardia. Treatment was not reported. The lot number of the associated euflexxa was n11196a with an expiration date of 26-nov-2018. The event of anaphylactoid reaction was medically significant. Action taken with euflexxa was dose withdrawn. At the time of this report, the outcome of anaphylactoid was unknown, the outcome of bradycardia was unknown, the outcome of patient had a vasovagal syncope episode was unknown. The patient`s medical history was significant for bilateral x-rays of the knee (from unknown start date to unknown stop date). It was reported that the patient had a history of osteoarthritis. Concomitant medication use was not reported. The event anaphylactoid reaction was reported as serious. The events bradycardia, patient had a vasovagal syncope episode were reported as non-serious. At the time of reporting the case outcome was unknown. Additional information was received on 22-feb-2018 from the patient's physician: follow up 01- case was upgraded to serious due to reported event of anaphylactoid reaction. Removed classification of non valid surveillance as patient identifiers were reported. Medical history added. Euflexxa indication, concentration, start and stop date, route, frequency, lot number, expiration date, and action taken updated. Events of bradycardia and anaphylactoid reaction added. Narrative updated. Overall listedness (core label) is unlisted. Reporter causality: related company causality: related other case numbers: case number, (B)(4). This ae occurred in the us and concerns the medical device euflexxa. Please report to your local health authority if required by local law. This ae is not reportable in EU because it did not occur in a EU + efta country and did not result in a corrective action by the manufacturer no corrective action was done by the manufacturer or requested by regulators.

Event description:
Anaphylactoid [anaphylactoid reaction]. Bradycardia [bradycardia]. Patient had a vasovagal syncope episode [syncope]. (B)(4) is a serious, spontaneous case received from a physician in united states. Case initially reported as non-serious but upgraded to serious on (B)(6) 2018. This report concerns a (B)(6) male who experienced an anaphylactoid reaction, bradycardia and a vasovagal syncope episode during treatment with intra-articular euflexxa (sodium hyaluronate) solution for injection 1 %, unknown dose, once/single, for osteoarthritis from (B)(6) 2018. The patient received his first injection of euflexxa on (B)(6) 2018. It was reported that the patient immediately experienced an anaphylactoid reaction, bradycardia, and a vasovagal syncope episode on (B)(6) 2018 after being administered euflexxa. Treatment was reported as supportive ed via emergency medical services. It was reported that the patient recovered from all of the events on (B)(6) 2018. The lot number of the associated euflexxa was n11196a with an expiration date of 26-nov-2018. The event of anaphylactoid reaction was medically significant. Action taken with euflexxa was dose withdrawn. On (B)(6) 2018, the outcome of anaphylactoid was recovered, the outcome of bradycardia was recovered, the outcome of patient had a vasovagal syncope episode was recovered. The patient`s medical history was significant for bilateral x-rays of the knee, allergy to cortisone, alcohol use, and non-smoker. It was reported that a history of rheumatoid arthritis was unknown. Concomitant medication use was not reported. The event anaphylactoid reaction was reported as serious. The events bradycardia, patient had a vasovagal syncope episode were reported as non-serious. At the time of reporting the case outcome was recovered. Additional information was received on 05-mar-2018 from the patient's physician - follow up 1: additional patient demographics added along with medical history. Event outcome and stop date updated. Treatment reported and narrative was updated. Overall listedness (core label) is unlisted. Reporter causality: related. Company causality: related. Other case numbers: case number, others = (B)(4). Mw 3500a MFR. Rpt. # = 3000164-2018-00004. (B)(4). This ae occurred in the us and concerns the medical device euflexxa. Please report to your local health authority if required by local law. This ae is not reportable in EU because it did not occur in a EU + efta country and did not result in a corrective action by the manufacturer no corrective action was done by the manufacturer or requested by regulators.